Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma on (B)(6) 2024. Open circuits were noted on all electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025, and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.